Event description:
The customer reported to beckman coulter (bec) that a faint red fluid was leaking from the coulter lh 750 hematology analyzer. The volume of the leak was about 50 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of this event. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the line from the differential mix chamber to the bottom of the flow cell had popped off. The fse replaced the line that fixed the leak. Failure mode: the line from the differential mix chamber to the bottom of the flow cell had popped off. Beckman internal identifier number for this report is (B)(4).